Event description:
The customer reported that he had recently got a new insulin pump and had a keypad anomaly. Customer has been using the old pump for the past 3 to 4 days. Customer stated that last night he had a battery problem and the pump had a failed battery test. Customer put in a new battery but stated that the esc button doesn't respond. Customer stated that the pump is also beeping. Customer could not press any buttons. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.